Event description:
It was reported via the legal department that on (B)(6) 2018 a patient was revised to exactech devices from an unknown device system for left knee loose tibial prosthesis and excessive wear of patellar button. The patient then experienced a surgical procedure on (B)(6) 2020 for patella clunk. Superior region of patella was debrided and there was suspicion of patella periprosthetic fracture, stable. Left knee components were noted to be well aligned and without evidence of wear. No revision of devices. Reason for patella periprosthetic fracture is unknown. There is no other patient demographic or medical history available. There are no photos or other images of the patient/device provided. No other information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: tray tib (204-04-43, 3573222). Ext stem flut (204-36-12, 4084150). Insert optetrak (208-24-15, 9908611) FDA recall z-0019-2022. H3. Investigation results- the three peg patella 32mm device with sn (B)(6) is not reported to be of issue. The cause of the patient¿s periprosthetic left patella fracture cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.